Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 105. As received, the belt receptacle was pulled from the monitor case and was partially disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 105 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.